Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation revision with mentor smooth round moderate profile 375cc saline prostheses. A nine-millimeter cyst on the left breast and a right sided deflation were identified through mammography post procedure. Bilateral peri-areolar re-augmentation and replacement with 400cc mentor memorygel breast implants was performed. No procedural complications were noted. Mentor received information regarding the right sided deflation on (B)(6) 2018. On (B)(6) 2018 mentor received additional information stating that a left sided cyst had also been present. This report relates to the left prosthesis. See 1645337-2018-07258 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on 12/11/2018. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).